Manufacturer narrative:
Philips service replaced the fuses and power supply, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the host computer failed to boot due to blown fuses and a bad power supply on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.